Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited oversensing during high rate electrograms (egm). The rv lead will be reprogrammed and remains in use. No patient complications have been reported as a result of this event.